Event description:
A report was received that the patient experienced a tearing in the dura which caused significant csf loss during procedure. This was not device related. The physician was able to repair the tear. The patient was doing well postoperatively.